Manufacturer narrative:
While performing a review of file cc-0185207 it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0185207 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the adapter was not working. Incident occurred while in use with patient, but no injury or clinical consequence observed.